Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose was 230 mg/dl. The customer was treated with the manual injection. The customer alleges insulin pump was under delivering because they having high blood glucose after troubleshooting. The customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for analysis.